Event description:
Boston scientific received information that this left ventricular (lv) lead displayed a pacing impedence drop from 900 ohms to under 700 ohms and a pacing threshold change from 0.4v/0.5ms to 5.5v/2.0ms. A x-ray confimed a dislodgement. The lead was replaced and explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis were noted that both tines were intact with no damage noted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and no irregularities noted at tip section of lead that could contribute to dislodgment.

Manufacturer narrative:
To date, this left ventricular (lv) lead has not been received by boston scientific. Upon receipt, this lv lead will undergo a detailed laboratory analysis in an effort to confirm and determine the root cause of this event.